Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered infusion insulin flow block alarm event on (B)(6)2025. The blockage was at site. Patient blood glucose levels were 525 mg/dl. Patient took correction injection via multiple daily injections (mdi) to address high blood glucose levels. Patient replaced infusion set and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The batch 6008096 in question was manufactured at the reynosa site. Complaint investigation: test results: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional test (flow test) according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008096 was manufactured according to the wi version 115 manufactured in the line 3, on 03/jul/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/may/2025 against malfunction code evaluated occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6008096 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.